Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer's power fail alarm did not work. A service has been requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw930 cosycot infant warmer was returned to our service center in (B)(4), where it was inspected by a trained fph service engineer. The upper head harness was then sent to fph (B)(4) where it was visually inspected. Results: during servicing at our us office the power fail alarm was found to be functional. Visual inspection revealed cracking and crazing on the upper head case and head. The control panel showed plastic chipping on the corners. The subject infant warmer was almost nine years old. Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint iw930 cosycot infant warmer was repaired and was returned to the customer after passing the electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer's power fail alarm did not work. A service has been requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw930 infant warmer is currently en route to our fisher & paykel healthcare regional office in california for servicing. We will provide a follow up report upon completion of our investigation.